Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg and occlusion was addressed by the customer changing the infusion set and cartridge and resuming insulin. No third party assistance was needed.